Event description:
The customer reported that the iacs monitoring system switched to standby itself although a pt was monitored at that time. Due to the fact that the nursing staff was working on the bed, the situation was noticed and the device was activated after 1 minute again.

Manufacturer narrative:
Investigation has been started but is not finished. Results will be provided with the follow up report.